Event description:
It was reported that a patient incident occurred during a colonoscopy with the electrosurgical unit (esu/generator). The esu was used to remove a small polyp in the ascending colon. Hours after the procedure, the patient complained of pelvic pain. A perforation was discovered and surgery was then performed to repair the damage. Note: the esu was distributed by our parent company to another country's hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. Some service work was performed on the generator, but it was unrelated to the reported issue. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely there were many factors involved with the incident and no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.